Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient's device was removed on (B)(6) 2017. No further complications were reported/anticipated.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider that a patient was scheduled for an explant on (B)(6) 2017. They were experiencing a stomach ache and persistent nausea, and possibly a depleted pacer. The hcp noted that their plan was to continue the patient on meds for nausea, including zofran and ativan. Open gastric pacer removal and upper gi endoscopy were discussed, including risks, benefits and complications. No further complications were reported. Additional information reported that the patient was scheduled to have their device removed on (B)(6) 2017. The patient experienced a stomach ache and persistent nausea which was possibly due to their device. The patient was going to continue their medications for nausea including zofran and aitvan. Open gastric pacer removal and an upper gi endoscopy were discussed with the patient. No further complications were reported.